Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle was clogged, which has been attributed to improper reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found air/water flow was low because of the blockage in nozzle. The evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the nozzle; however, the type of material and root cause was not determined. The event can be detected/prevented by the following instructions for use which state: the instruction manual ¿evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention olympus will continue to monitor field performance for this device.